Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used in the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the images completely went blank on all three screens during tight angulation. The anatomy of the patient was not visible on all three screens. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.